Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an open book image, a stuck button alarm, beeping, a flashing white display and a keypad anomaly after the insulin pump was exposed to water. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for the open book image and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional's instructions and place pump in storage mode. Troubleshooting was not performed for stuck button alarm, keypad anomaly, audio anomaly, moisture damage and flashing white display. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
P-cap was attached and locked into place properly. The pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection, and moisture damage was found at the force sensor trace and connector on pcba 1. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 53 fatal alarm confirmed in the [history files/traces] on 07/06/2025 14:38:16.000 due to moisture damage at the force sensor trace and on pcba 1, isolate to the electronic stack. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, and scratched case. In conclusion, the critical pump error (open book image) alarm was confirmed due to pump error 53. Pump error 53 alarm confirmed due to moisture damage at the force sensor trace on pcba 1, isolate to the electronic assembly. Customer concerns of keypad intermittent response, keypad error, and audio/vibration anomaly were unknown due to the critical pump error. Furthermore, the customer's concern about the flashing white display was unconfirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.